Event description:
A customer observed several occurrences of a condition code that indicated that the analyzer's reagent metering subsystem was not performing optimally. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of pt harm as a result of this event.